Event description:
Based on attorney's report: (B)(6) 2007 - patient underwent hernia repair with composix kugel. On (B)(6) 2008 - composix kugel explanted after patient reportedly suffered unspecified injuries. According to patient's attorney, the patient was permanently injured.

Manufacturer narrative:
Based on the attorney's report, the patient underwent a hernia repair with a composix kugel mesh on (B)(6) 2007. On (B)(6) 2008, the mesh was explanted after the patient allegedly suffered unspecified injuries. Currently, it is unknown whether the device may have caused or contributed to the event. No medical records have been provided, no specific device failure or patient injury has been alleged and no product has been returned. With the information provided, no conclusion can be drawn. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date.